Event description:
It was reported that during an open sigmoïd, during firing 3rd step of firing the stapler blocked and refused to fire. This occurred intraoperatively. The stapler was released with reversing the knife button from the tissue. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 2/27/2024. D4: batch # 519c99. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damaged and with a gst60b reload loaded on the device. The reload was received partially fired 2/3. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 519c99, and no non-conformances were identified.